Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for the alleged filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, filter strut was perforated into organs and was abutting in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain and tenderness in lower stomach, and extensive pain in thighs due to numerous varicose veins in leg; however the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the medical records allege bard denali filter was implanted beneath the renal veins location for patient due to deep vein thrombosis and pulmonary embolism. Approximately two years and one month later, a computed tomography (CT) abdomen without contrast was performed and it revealed that the filter apex was tilted greater than 15-degrees with the apex abutting the wall of the inferior vena cava. Perforation of the primary struts beyond the wall of the inferior vena cava was noted with the perforating struts perforating into the mesentery and retroperitoneal fat. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 11/2017). H11: h6 (method, results). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis / pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, filter strut was perforated into organs and abutting in the wall of inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain and tenderness in lower stomach; however, the current status of the patient is unknown.